Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to access coronary vein and dislodgment / unstable location. The lead was implanted and remains in use. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.